Event description:
The customer stated a patient generated a lower than expected result on the architect tsh assay. The patient was receiving treatment for the thyroid and a high tsh value was expected. The initial result was 13.88 iu/ml and upon retest in duplicate, the results were 21.xx and 31.xx iu/ml. Free t3 and free t4 results were as expected. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Review of manufacturing/testing/spc data and tracking and trending. The customer was not able to provide the tsh reagent lot number; however, on the date that the issue was observed, three reagent lots (7k62-25) were available to customers, lot 69901jn01, lot 73904jn01 and 73904jn02. The investigation focused on the corresponding master lots - lot 69901jn00 and lot 73904jn00. Architect tsh statistical process control (spc) data was reviewed for the master lots to identify any issues. This review demonstrated that architect tsh reagent lots 69901jn00 and 73904jn00 were manufactured within process control parameters. Furthermore, abbott longford participates in the (B)(4) external quality assessment scheme, in which architect tsh reagent lot 69901jn01 was used to test distribution (B)(4) ((B)(4) 2009) and reagent lot 73904jn01 was used to test distribution (B)(4) ((B)(4) 2009). Both reagent lots performed within the acceptance criteria of the scheme. Customer complaints received to date for similar issues were reviewed to determine if others had experienced the issues encountered at the customer's facility. No adverse trends for performance-related issues for the architect tsh assay were identified. From this information review, we conclude that the architect tsh assay is meeting its safety, effectiveness and label claims. Although a specific reason could not be identified for the reported issue of poor reproducibility of architect tsh results, it is most likely related to an individual patient specimen issue. This is the final report.

Manufacturer narrative:
This report is being filed on an international product, architect tsh that has a similar product distributed in the us, architect tsh. An investigation is in process. A final report will be submitted when the investigation is complete. H3 other text : an investigation is in process.